Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose (bg) level was 500 mg/dl. The customer administered a manual injection to address bg level. The customer reverted to an alternate method of insulin therapy.